Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than five years have passed since the subject device was delivered and it is likely that the latch of the video connector receiver was worn out and failed due to repeated use over time, which led to the unstable / flickering image.

Manufacturer narrative:
The device was evaluated by olympus and a loose video connector latch found, causing an unstable, flickering image.

Event description:
A device returned to olympus for inspection was found to produce an unstable, flickering image. There was no patient injury or harm, associated with the problem, reported to olympus.